Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a mid-case for a routine generator change when connecting the lead, low pacing lead impedance was observed through the can. The device was replaced.

Manufacturer narrative:
No conclusion code available. The reported field event of low pacing lead impedance was confirmed in the laboratory. The device was tested on the bench and the atrial pacing lead impedance measurements returned low values regardless of the load applied. The cause of the low pacing lead impedance was found to be anomalous components on the hybrid.